Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. No resistance or other functional anomalies were noted during guidewire insertion through the dilator. The dilator distal tip inside diameter measurement was consistent with manufacturing specifications. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
During the atrial fibrillation, evidence of skiving was observed. After the needle for the transseptal puncture had been inserted through the dilator of the sheath and withdrawn, the guidewire could no longer be advanced through the dilator. After removing the sheath and dilator from the patient, the physician attempted to force the wire through the dilator again, and small plastic particles emerged. The sheath was replaced and the procedure was successfully completed with no adverse patient consequences.